Event description:
The reported contacted animas on (B)(6) 2012 stating that the audio bolus button was unresponsive. The reporter noted that there was a hole in the down arrow keypad button and indicated that the responsiveness issue with the audio bolus button had occurred first. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported because of the alleged keypad responsiveness issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button cover was intact. During testing, the audio bolus button was responsive. No defect was found on investigation.